Manufacturer narrative:
A ge rep evaluated the system and reset the system configuration settings to the factory presets. The system operates as intended.

Event description:
The customer reported that the monitors were not displaying images. There is no report of injury or death associated with the event described in this complaint.